Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ventilator system alarmed for high o2 concentration at multiple times. However, there was no information provided regarding date of event. The patient involvement is unknown. (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and an o2 gas module and an air gas module was replaced and returned for investigation. The reported alarms for o2-concentration high were not reproduced during test of the returned oxygen gas module or air gas module in a reference ventilator. No alarms were generated during ventilation, nor any deviation during tests in the production test system. The failure was confirmed in received device logs and on pictures from the event. We could trace back the reported problem to (B)(6) therefore the date of event was determined as (B)(6) 2017. One of the gas modules was oscillating with the consequence of a gas flow different than set also causing high oxygen concentration. The reported problem could not be reproduced, therefore the cause could not be determined in this investigation.

Event description:
(B)(4).